Event description:
It was reported that the patient presented in-clinic with non-sustained rv oversensing episodes. Review of the egm showed t-wave oversensing and crosstalk. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).